Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no log files from the time of the event were submitted for review and no product was returned for evaluation. Additionally, a specific cause for the pump stop could not conclusively be determined. It was reported the patient had a pump stop at home and was transported to duke. The patient was asymptomatic. It was reported the pump remained off until the patient had a pump exchange. The pump was reportedly discarded. Additional information regarding the event was requested, but not provided. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the new device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a pump stop at home and was transported to (B)(6). Patient was asymptomatic. The system alarmed with pump stop and low flows. Pump remained off until patient had a pump exchange. Pump was discarded and will not be returning for evaluation. No further information was provided.